Event description:
The lead dislodged while the patient was digging a ditch. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.